Event description:
During follow-up, increased pacing impedance was observed on the right ventricular (rv) lead. Abbott technical support was contacted and stated that the cause of the increased was likely due to encapsulation of the rv lead. No intervention was performed; the patient was stable and there were no adverse consequences.